Event description:
It was reported that the pt attended the med-el (B) (4) office reporting a non-functioning device. The external equipment and the internal device were checked, and it was found that the internal device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.